Event description:
Event description guidant received information that at 26.8 months post implant, this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. A new guidant implantable cardioverter defibrillator (ICD) was implanted. The explanted device was returned to guidant for analysis.